Event description:
It was reported that during intraoperative the nim 3.0 mainframe, there was no response to the nerves. The procedure was completed with out usage. There was no patient impact.

Manufacturer narrative:
H3: product analysis of nim 3.0 mainframe observed there was no abnormalities found. H6: codes c19, d20 and g02030 were applicable for nim 3.0 mainframe. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis of patient interface found that stim1 fuse blown and clip deformed. H6: codes c0201, c070601, d02, g0201202 and g0405204 were applicable for patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.